Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room due to an over delivery of bolus. No symptoms were reported at the time of the incident. The customer was not treated for the bolus over delivery. The customer reported that the insulin pump gave her the wrong amount of bolus. Troubleshooting was declined. The insulin pump will return for analysis. Use of the auto mode feature was not provided.